Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [[Service type]];[we have a faulty bd channel with error 200.1110. As I went through the service manual, the solution to fix the error is need to replace a logical board. And, this bd channel is still under warranty so can you please organize to repair it. The serial number of the channel is (B)(4). For your information, I have attached the error log report.]. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[we have a faulty bd channel with error 200.1110. As I went through the service manual, the solution to fix the error is need to replace a logical board. And, this bd channel is still under warranty so can you please organize to repair it. The serial number of the channel is (B)(6) . For your information, I have attached the error log report.]. There was no reported patient involvement.